Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor sv 2.5 device ruptured during patient use. The device was infusing an unknown patient with a solution of 5-fluorouracil when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause is under investigation through CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. A follow up report will be submitted if additional information becomes available.

Event description:
Boston scientific crm received information from a local field representative (fr) that this cardiac resynchronization therapy-defibrillator (crt-d) possibly undersensed ventricular fibrillation (vf). The fr sent in the electrograms (egm) for a technical services (ts) consultant to analyze. The ts consultant reviewed the egm's and believed that the device was operating as programmed. The ventricular tachycardia (vt) zone was programmed to 180 beats per minute and the episode in question had intervals that fell out of the vt zone. The event eventually ended but then started up again in the vf zone where anti-tachycardia pacing (atp)was delivered followed by the charge. No adverse patient effects were reported. A request for additional information has been made.